Event description:
Procedure: lap gastric bypass. According to the reporter: dr (B)(6) was doing a running stitch with the endostitch 2-0 surgidac through the mesentery when halfway through the his run the surgidac broke. There was no patient injury. There was no tissue damage, unanticipated blood los, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. Dr (B)(6) tied the broken ends together to complete the running suture through the mesentery. (B)(4).

Manufacturer narrative:
(B)(4).